Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 444 mg/dl and during call blood glucose level went down to 364 mg/dl. The customer reported that the insulin pump was not working and it was out of warranty. The insulin pump will not be returned for analysis.